Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed. The customer stated that he woke up in the morning and the device was dripping insulin. The customer removed the reservoir and found insulin inside the reservoir compartment. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had moisture on the motor and corroded keypad traces. Further testing was not performed due to the blank display.